Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. Pump received with energizer alkaline battery. Pump received with scratched case, pillowing keypad overlay, serial number label peeling and minor scratched lcd window.

Event description:
It was reported by a clinical pathologist that the customer passed away in an unknown location. The cause of death was unknown as the cause is yet to be determined. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller was requesting a letter of analysis as the doctor was conducting an investigation into the customer's passing.. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.